Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2022 and the day of adverse event reported at five days (pod5) post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e1309 captures the reportable event of urinary retention.

Event description:
It was reported to boston scientific corporation that a percutaneous nephrostomy set was used to treat a right nephrolithiasis during a right percutaneous nephrostolithotomy (pcnl) of stone greater than 2 cm procedure performed sometime in (B)(6) 2022. Only one naviguide device was used. Five days after the procedure, the patient experienced hematuria and urinary retention. A computed tomography angiography (cta) revealed a 1.5 cm residual stone in the lower pole of the kidney. Per physician's assessment, the events of hematuria and urinary retention were not serious, were not related to the device, and possibly related to the procedure.